Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using a conformable gore tag thoracic endoprosthesis. Prior to the implantation, debranching surgery to the left common carotid artery and the left subclavian artery was performed. As tgu373710 was deployed just below the brachiocephalic artery (bca), the device slightly moved proximally (the distance unknown) and partially covered the bca. An gore excluder iliac extender endoprosthesis was implanted in the bca to the ascending aorta to maintain the blood flow. The final angiogram showed the patency of the bca, and the procedure concluded with no other issues.

Manufacturer narrative:
Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoprosthesis: improper placement and embolism (micro and macro) with transient or permanent ischemia. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.